Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: the failure is most probably handling related. Rational: we did not receive the complaint product. Based on our experience, we assume that an overload situation led to the breakage. No CAPA is necessary.

Event description:
Country of complaint: USA. Io tip of forcep is broken.